Manufacturer narrative:
(B)(4). Date sent: 1/8/2016. (B)(4). The ec60a device was received for analysis with no visual non-conformances and with an gst60w cartridge loaded on the device. The cartridge reload was received partially fired 1/16. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. It should be noted that in order to open a device that has been partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. The returned device and cartridge reload were tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Upon firing of the device, excessive dried body fluids were noted. It is possible that the dried body fluids could have prevented to proper opening of the device. Accumulation of body fluids is a routine occurrence during surgical procedures and does not necessarily indicate a manufacturing defect in the device. The event could not be confirmed as the device closed and opened as intended. The manual switch worked as intended during functional testing.

Event description:
It was reported that during a laparoscopic converted to open splenectomy procedure, the device was loaded with a white reload and after the third firing, which was across the splenic artery, the device would not open. The firing was fine and the device did cut and staple, but would not open after firing. The surgeon tried knife reverse and could not get the jaws to release, so the procedure was converted to laparotomy and the sales rep was called into the case. When the rep arrived, the case was being converted to open and the knife had been switched to reverse. The rep instructed the surgeon to push knife reverse, pull back the trigger and then press the anvil release button and the jaws of the device released. There was some bleeding at the splenic artery when the device would not open which was controlled by placing clips and a prolene stitch. The volume of blood loss was not significant and the patient did not require blood products or a transfusion. Another like device was pulled but not used in the procedure, which was completed with open surgical technique. The case was completed with no harm to the patient.